Event description:
Surgeon reported gantry moved downwards after powering up the laser. No pt involvement or injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).